Manufacturer narrative:
It was reported that the device was discarded and will not be returned for investigation. Arthrocare will provide a follow-up report once the lot history has been reviewed. The additional device used in the same procedure was filed under MDR 2032380-2011-00031. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a patient underwent an arthroscopic shoulder procedure on (B)(6) 2011 using two opus magnum2 implants. During the patient's post operative visit, x-rays were taken. It was noted that the two implants were loose from their bone hole in the patient's shoulder. The loose implants were explanted from the patient's shoulder on (B)(6) 2011. The patient was reported as recovering well.